Manufacturer narrative:
The device has been requested by baxter quality management for evaluation. The facility stated the device will be sent for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility representative reported the device had an 804:29 failure code. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there have been no reports of any patient injury or medical intervention associated with the incident. No additional information is known.